Event description:
During the index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the lad. There was a second endeavor sprint rx drug-eluting stent implanted in the rca during a staged procedure one day post index procedure. Approximately 10 months post index procedure, the patient suffered a non-q-wave mi. It was assessed that the target lesion was involved. The location of the infarction was non-determinable. A repeat angiography was performed due to this event. Approximately 1 week later, the patient underwent a revascularization, the patient had two other brand stents implanted in the rca due to restenosis of endeavor stent. The patient recovered with treatment. The investigator has indicated the mi event was definitely related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi, revascularization).

Manufacturer narrative:
(B)(4)

Event description:
It has been confirmed that there were 2 endeavor sprint rapid exchange (rx) drug -eluting stents implanted in the rca during the staged procedure.